Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was used during a metal stent case procedure performed on (B)(6), 2015. According to the complainant, the stent was placed as a bridge to surgery for a 6 cm malignant stricture located in the sigmoid. Reportedly, the patient¿s anatomy was not tortuous. There were no visible damages to the stent system. During the procedure, the physician was having difficulty deploying the stent due to strong resistance. The physician deployed the stent by pulling on the catheter; however, the stent did not deploy in the desired location. The stent remains implanted in the patient and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.